Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed to pop out, and the device was not detected on the bus at the same time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed on bus. A field service engineer found light emitting diode (led) on controller was flashing. Further, the engineer removed the drawer, reseated row board and retractor band cables, adjusted retractor band, tested in hardware test application (hta), ejected pockets and removed debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.